Event description:
The product information was received for the suspect device. The handheld and related software were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the physician¿s handheld device was ¿malfunctioning.¿ the physician¿s office reported that the handheld was performing slowly and does not work as fast as it used to. Additionally, the handheld will reportedly not hold a charge. A replacement programming tablet was provided. The suspect handheld has not been received by the manufacturer for analysis to date. No additional relevant information has been received.

Event description:
Analysis was completed. During the analysis ,the main battery of the handheld was able to hold a change and power the handheld for over an hour. It was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. It was also identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis.